Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target vessel was the left anterior descending artery which was tortuous, highly calcified and was described as a "rigid pipe". The vessel was predilated with a 2.5 x 15 crosssail balloon. The physician noted that it was difficult to get the balloon in and out of the lesion; the distal portion never fully expanded due to the calcified nature of the vessel. A vessel dissection then occurred from the guide catheter. The MFR of the guide catheter is only known not to be boston scientific. The stent was then deployed; the expansion was noted as "unique". The balloon deflated but would not release from the stent. The balloon was successfully removed after forcefully pulling for 15 minutes. During the attempt to remove the balloon the guide wire deep-seated itself and was believed to have perforated into a ventricle. The physician believes this perforation has since healed itself. At an unk amount of time following the procedure the pt experienced a myocardial infarction. The physician stated that this was directly related to the procedure itself and not to the device. The pt has since been discharged and is reported to be doing fine.